Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the two 8mm vessel sealer extend (vse) instruments exhibited non-intuitive motion. No errors were identified in the logs. The customer stated the issue was on multiple universal surgical manipulators (usms). The customer had no issues with other instruments. The technical support engineer (tse) advised the customer that they could have several defective vse instruments. The customer had to follow and would check for a vse instrument with a different lot number from their inventory for next two cases. The tse advised the customer to RMA the instruments, restart the system and the issue may be with master tool manipulator (mtm). The customer stated this was an ongoing intermittent issue. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
The customer discovered the grease pack 8mm vessel sealer instruments, and all was working as expected. Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint.